Event description:
I underwent coolsculpting in (B)(6) 2020. Two weeks later, I developed flu-like symptoms which have continued to get worse ever since. I am currently unable to work as a result. I was diagnosed today with reactivated epstein-barr virus due to positive result on early antigen igg test and an enlarged spleen. I originally had mono when I was 17 so this was clearly a reactivation. I'm now (B)(6) and otherwise completely healthy and have never had any issues with my immune system. Given the timing (2 weeks between the procedure and onset of symptoms) and lack of any other potential causes given that I was not under any significant stress and was quarantined during that time due to the pandemic, I think it's extremely likely this was caused by coolsculpting.